Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual conditions and with four cartridges reloads present. The reload (b) was received with one driver up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. The reloads (c, d, and e) were received fully fired. The device was tested for functionality with the returned cartridge reload b, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was fired without changing cartridges at the 4th firing of functional end to end anastomosis. The target tissue was cut though there was a slight resistance in firing. Hand suture was performed to complete the case. There were no adverse consequences to the patient. Please disassemble the device to investigate the internal components when you analyze it and take photos for (B)(4) customer.